Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. The device was confirmed to be in a mode susceptible to the error. No programming changes were made. The device remains in use. No patient complications have been reported as a result of this event.